Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 20 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The analysis showed that the connector was found separated from the lead body (3.5 cm distal to the df4 connector pin). The fracture most likely resulted from the generator change procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was capped due to fracture. Lead body separated from lead connector body during generator change. No complaint on lead prior to gen change. No adverse patient events were reported. Should additional information become available, this file will be updated.